Event description:
On [redacted], during an upper eus [endoscopic ultrasound] procedure, the axios stent was placed in the gastric lumen. Following stent placement, an upper endoscope was passed into the stomach. A wire fragment was seen; this was grasped and completely removed with forceps. On [redacted]-7 days later, during another scheduled upper endoscopy, an additional small, sheared wire fragment was seen from the [redacted] procedure and removed without consequence. No harm noted to patient.